Manufacturer narrative:
There are no allegations of any system or component failure. With the patient reporting immediate issues, it is suspected that the ipg was implanted slightly beyond the recommended depth, leading to the communication symptoms that were being seen. Placing the ipg in a more superficial location resolved the issue.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 and immediately upon activating the system reported issues with communication between the implantable pulse generator (ipg) and the external therapy discs. A surgical revision was performed on (B)(6) 2023 to bring the ipg to a more superficial location. Due to the risk of damage to the ipg during repositioning, the physician elected to place a new ipg in the new pocket and remove the original ipg. All implanted leads were left as is and reconnected to the replacement ipg. Intra-op testing was performed with good results and patient reports being happy with the new ipg location.